Event description:
Mitral valve replaced uneventfully. Patient came off bypass and what looked like a soft tissue object prolapsing through the valve was seen. Clamped immediately, rearrested the heart, opened up and inspected and did not find any identifiable material. Re-closed and began to wean off of bypass, at which point patient was noted to have a very severe, eccentric jet of the mitral valve. It was severe in that it was going back up into the pulmonary veins. The heart was rearrested, opened and the valve was excised. Once excised the leaflets were looked at from the undersurface, it appeared that one of the leaflets actually had a crease in it, making it function improperly and could account for the fact that the patient had this regurgitation jet. The valve was completely removed and a new 31mm magna valve was positioned. Patient tolerated entire process well. First clamp time 82; second clamp time 95.